Event description:
The customer reported that it displayed the message ¿right speaker failure.¿ it is unknown if the device produced sound at the time of the report. The device was in use on a patient at the time of the event, there was no adverse event reported.

Manufacturer narrative:
E1:(B)(6). Reporting address line 1:(B)(6). Analysis was performed by field service engineer (fse) which included going onsite to evaluate the device in question. To diagnose the speaker fault, the speaker connections were swapped, and the fault remains in the same component. The main board and speaker cable replacement were required to resolve the issue. The audio tests were carried out in the service menu. The equipment is configured to be connected to the control panel, and general operation tests are carried out. The unit has returned to operating specification. Based on the information available in the case and the testing conducted, the cause of the reported problem was confirmed to be the main board and speaker cable. The alleged malfunction was confirmed. If additional information is received, the complaint file will be reopened for further investigation.